Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an omnifit eon 132 degree stem was reported. The event was confirmed. The provided x-rays were submitted to a consulting clinician who deemed them insufficient for a medical review. The reported event was confirmed as loosening along cement mantle was observed on x-ray. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information, such as medical records, operative reports, and medical history, is needed.

Event description:
It was reported that the patient presented to the office complaining of hip pain. X-rays were taken, cement mantle was cracked, osteolysis through. Upon entering hip joint in surgery the stem was able to be wiggled with fingers. Diagnosis, as stated by surgeon, is aseptic loosening.

Event description:
It was reported that the patient presented to the office complaining of hip pain. X-rays were taken, cement mantle was cracked, osteolysis through. Upon entering hip joint in surgery the stem was able to be wiggled with fingers. Diagnosis, as stated by surgeon, is aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).